Manufacturer narrative:
Reporter is a synthes employee. Part number:311.43. Synthes lot number: 7906774. Supplier lot number: n/a. Release to warehouse date: february 23, 2015. Expiration date: n/a. Manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The handle with quick coupling, small (p/n: 311.43, lot #: 7906774) was returned and received at us customer quality (cq). Upon visual inspection, the handle was observed to be cracked across the dowell pin. There were scratches on the device but have no impact on the device functionality. It was observed that an attempt was made to glue the crack and the glue was left over on the handle. Device failure/defect identified? Yes. A dimensional inspection was not performed due to the post-manufacturing damage and the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed through a CAPA. As the lot number is unknown for the returned device, the following earliest available to the current drawing revisions were reviewed: tap handle for small taps and csk tap handle. Handle, tap handle. The diameter and tolerance of bore hole in the handle was changed from ø4.4 mm +0/-0.05 mm to ø4.5 mm +0.05/-0 mm. Additionally, the diameter tolerance of the dowel pin hole in the handle was changed from ø2 mm +0/-0.3 mm to ø2 mm +0/-0.02 mm. These changes were made due to the CAPA and are relevant to the device condition. The CAPA was launched on (B)(6) 2015 to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press-fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated, and the design updates were deemed effective through the effectiveness action. Complaint confirmed? Yes, the handle of the device received was cracked. Hence confirming the allegation. The complaint was confirmed for the received device as the instrument was received in broken condition. A valid design defect was identified as the root cause of the cracked condition. The CAPA was launched to address the design defect and was closed on (B)(6) 2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a handle with quick coupling was cracked. It is unknown when and where the issue was discovered. It was unknown if there was patient or procedure involvement. This report involves one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).